Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6). This report is of peritonitis in a patient coincident with dianeal pd2 1.5% ultrabag therapy. On (B)(6) 2012, the patient experienced and was hospitalized on the same day for the event. However, the cause of peritonitis was unknown. On an unreported date, the patient was treated with an injection (inj) of amikacin (250 milligram (mg), twice daily, ip) and an inj of magnova (500mg, twice daily, intravenous (IV)) for the peritonitis. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This condition of peritonitis was not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause was not determined, as no device malfunction or use error was reported. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.